Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer's other blood glucose was 600 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, headache. The customer was treated by intravenous fluid and insulin. Troubleshooting was done for high blood glucose and under delivery. Customer stated that battery cap was not loose. The customer was experienced stomach ache and headache throwing up. Customer stated that insulin pump had bolus stopped alarm. Customer were able to clear the alarm. Customer stated that insulin pump was neither dropped or bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.